Event description:
It was reported that there was a revision surgery due to screw back out and new retrograde femoral nail. Proximal bridge screw and proximal transverse screw were came back. Patient was diabetic and had a renal failure which seemed had dialysis. There was thf and more complications that was previously amputation at the opposite leg and then removed the retrograde nail and a femur due to the diabetic foot ulcer and non-union of the distal femur fracture. This report is for one (1) unk - nails: rfna. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown nails: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of frna nail and amputation of femur due to diabetic complications and a nonunion of the femur. Screw backout was noticed in the proximal oblique and transverse screws on the distal portion of the nail. Patient had recently underwent a foot amputation of the affected side due to a foot ulcer and it was later they needed an above knee amputation on the same side. Patient had previously had the contralateral leg amputated as well. Surgery was completed successfully, nail was removed and patient underwent an above knee amputation due to diabetic complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6: implantation occurred on an unknown day in august of 2022. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.